Event description:
It was reported that the ventilator breath rate was running at a br of 25. Even when the breath rate was set to 2, it was still running at a br of 25. It is unknown if the ventilator was connected to a patient when the reported problem occurred.

Manufacturer narrative:
The manufacturer was unable to duplicate the reported problem. The ventilator passed an extended test run using the customer¿s ventilator settings. The ventilator also passed the final test and alarm volume tests.